Event description:
Customer alleged obtaining a blood glucose result of 900 mg/dl which is outside the reading range of 10-600 mg/dl of the advantage system. Customer looked into meter memory and the result was not found, now questions if the reading was actually 900 mg/dl. No report of actions or inactions for this reading. A request was made for the return of the suspect device and replacement product was sent.